Manufacturer narrative:
H6 evaluation codes - type of investigation: code 4112 added. H6 evaluation codes - investigation findings: initially code # 4247 was reported however, after further review, it has been decided that the code should be # 180. The coding has been updated.

Manufacturer narrative:
The device history record could not be reviewed as no lot number information was received for this complaint. Although the complaint report states that a sample is available, no sample has been received at the manufacturing site. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition. There was a photo submitted with the complaint which the team has reviewed, and we can confirm the reported condition from the photograph. If a sample should be returned the complaint report will be reopened and updated as required. A formal corrective/preventative action (CAPA) has been opened to further investigate this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the set was loaded up with the lever step where it was loaded into the top of the pump and the line primed and worked fine. About 30 mins into the feed it was noticed that air started to appear around the top of the rotor and went down the line. The line was re primed to get rid of the air as the child patient could not afford to have any air go into his tummy. It happened again and again with these sets on a number of occasions. We are waiting on the batch number confirmation. There are no used sets available. The air appears to be getting in around the lever part of the set. The connection is not stable and somehow the air is being sucked in and down the line.

Manufacturer narrative:
The device history record (DHR) for the reports lots were reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. A sample analysis was not possible as there was no photographs or samples provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue, determine a root cause or relate it to a manufacturing process. All associated lot documentation was carefully reviewed; no issues or discrepancies were found related to the reported complaint. This complaint will be closed with no further action; if sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.